Event description:
Event description guidant received information that three months post implant, this pacemaker would not respond to a magnet application, was unable to be interrogated and was not providing pacing output. The device was explanted, replaced and returned for analysis.